Event description:
The customer reported five (5) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses result three (3) of five (5). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing via pcr (platform smart gene) was performed on (B)(6) 2023 and generated a negative result. The customer reported that patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.